Manufacturer narrative:
The device was discarded at the account, and no lot number was provided. The device history record cannot be reviewed. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the device was dropped in the operating room. When the transfer lever was depressed after collecting the blood, the internal plunger was not functioning. None of the collected blood was re-infused. It is unknown how much blood had been collected and discarded. It is also unknown if the patient received a blood transfusion from either a blood bank or pre-donated blood. Attempts were made to gather additional information, but none was available from the account. There were no allegations of adverse consequences alleged with this event.